Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
It was reported that the system had a generator error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.